Manufacturer narrative:
The only components replaced during revision were the humeral head and adaptor taper. The check of DHR of the lot # involved (201010164 for the humeral head and 200501597 for the adaptor taper) showed no anomalies which could have contributed to the incident on the 92 smr humeral head dia.42mm and 22 adaptor tapers manufactured with these lot#. Explants not available. We received x-rays dated (B)(6) 2017 (pre-revision), which were evaluated by a medical expert. In summary, his evaluation stated that a possible cause for the patient pain is the slightly high position of the humeral head, suggesting slight superior cuff impingement which could be the cause for the pain. It's not possible to add anything more with the available info. This event is classified as not product-related, as there was no prosthesis malfunction leading to patient pain. It could be a case patient-related (degeneration of the rotator cuff muscles) maybe combined with a suboptimal positioning of the humeral part of the prosthesis during the surgery of (B)(6) 2011. Pms data: we are aware of a total of (B)(6) revisions specifically due to reported patient pain, associated with a humeral head with model # 1322.09.xxx, on a total of (B)(6) humeral heads belonging to this family implanted ww since 2002. (B)(6). The majority of these events have been classified as patient-related (e.g. Degeneration of rotator cuff or glenoid bone erosion). No corrective action planned for this case. Limacorporate will keep monitored the market.

Event description:
Shoulder revision surgery done on (B)(6) 2017 due to reported pain. According to the info reported, intraoperatively the cemented glenoid was found to be solidly fixed so the surgeon decided to replace only the humeral head + neutral adaptor taper originally implanted on (B)(6) 2011. There was no prosthesis failure but the patient had pain. Surgeon satisfied with the final stability of the implant. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the lot # involved (201010164) showed no anomalies on the 92 smr humeral head dia.42mm manufactured with this lot#. We will submit a final MDR after completing the investigation on this case.

Event description:
Shoulder revision surgery done on (B)(6) 2017 due to reported pain. According to the info reported, intraoperatively the glenoid was found to be solidly fixed so the surgeon decided to replace only humeral head + neutral adaptor originally implanted on (B)(6) 2011. Surgeon satisfied with the final stability of the implant event happened in (B)(6).